Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the snubber board fuse. Snubber fuse replaced. Also identified that the footswitch cable was cut in several places and needed to be replaced. Replaced footswitch. The system was tested and found to be working as intended as placed back into service.

Event description:
It was reported that the 9800 system would not fluoro. No patient injury was reported.